Manufacturer narrative:
Additional information was received that the physician did not believed that the symptom was device related. The patient was reportedly doing well.

Event description:
A report was received that the patient's right side of the body and ipg site were swollen. It was noted that the physician was not sure what the ipg site irritation was coming from. The patient was prescribed lidocaine patches.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's right side of the body and ipg site were swollen. It was noted that the physician was not sure what the ipg site irritation was coming from. The patient was prescribed lidocaine patches.